Event description:
It was reported that the customer experienced an issue with touchscreen responsiveness, where the pump screen was frozen and unresponsive to input. The customer declined to provide details regarding whether their blood glucose level exceeded 500 mg/dl, suggesting no adverse impact was confirmed. The customer reset the pump with guidance from technical support, after which they could interact with the pump screen successfully.